Event description:
It was reported to manufacturer that a vns pt had their leads replaced prophylactically and the explanted leads were returned to manufacturer for product analysis. During analysis, an opening in the silicone tubing was identified exposing a portion of the negative coil showing that the lead coil was exposed to some type of electro-cautery tool. Pitting or electro-etching conditions also were observed. The electrode array portion was not returned for analysis. No other anomalies were identified in the returned lead portion.